Event description:
I had the essure procedure done. Afterwards, I had horrendous pain and cramping. I bled more than I have ever bled in my life. I had weight gain and migraine headaches. When I contacted my doctor and told him I wanted it out, he said he couldn't take it out and he didn't think my symptoms had anything to do with the essure. I ended up going to another doctor and she put me back on birth control pills to try to help with the pain, cramping and heavy bleeding. Taking birth control defeated the purpose of having the essure procedure done. I do not want to have the essure in my body any longer. It is a health risk to any woman who has it done. The side effects outweigh any positives about it. Please do not allow doctors to continue to use essure.